Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with a history of muscle stimulation presented in clinic for follow-up. The ventricular lead exhibited low impedance and the physician suspected an insulation anomaly. The lead was capped and replaced on (B)(6) 2015. The patient was stable throughout the procedure.